Manufacturer narrative:
Customer reported that a pyxis medstation es system displayed an error message, instructing the user to recover storage space on the unit's refrigerator. Customer reported being unable to remove critical medication for intubating a patient. Customer stated that the error was resolved by the user. The reported issue occurred several times a week. Patient harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was a misaligned smart remote manager latch. The field service technician replaced the latch and verified functionality. Device confirmed operational, no other malfunction report by customer.

Event description:
Customer reported that a pyxis medstation es system displayed an error message, instructing the user to recover storage space on the unit's refrigerator. Customer reported being unable to remove critical medication for intubating a patient. Customer stated that the error was resolved by the user. The reported issue occurred several times a week. Patient harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jun-2020 to 15- jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote smart fridge displayed an error message of there is a recover storage space very frequently. A field service technician found that the malfunction was due to a misaligned smart remote manager latch. Replaced the latch to resolve the issue. The system functioned as intended after the field service technician troubleshot the device.

Event description:
Customer reported that a bd pyxis medstation es system displayed an error message, instructing the user to recover storage space on the unit's refrigerator. Customer reported being unable to remove critical medication for intubating a patient. Customer stated that the error was resolved by the user. The reported issue occurred several times a week. Patient harm was not reported.